Manufacturer narrative:
The fse replaced the broken vl9a to repair the coulter lh 750 hematology analyzer and verified instrument operation. (B)(4).

Event description:
While at the customer's site troubleshooting unrelated error messages from an alternate instrument, the field service engineer (fse) discovered a broken pinch valve vl9a on the coulter lh 750 hematology analyzer. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.